Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified left coronary artery. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in a pinhole form upon first inflation when inflated at 6atm for 20 seconds. The device was removed from the patient's body without any problem using the normal method. The procedure was completed with a different device. No complications reported and patient was in good condition post procedure.

Manufacturer narrative:
A2. Age at time of event- 18 years or older.